Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including bleeding under anticoagulation or a high bleeding risk.. Complications reported included death, hospitalization, stroke, cardiac tamponade, air embolism, thrombus, bleeding, infection, sepsis, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.b2: date of death is estimatedb3: date of event is estimatedd4: the UDI number is not known as the part and lot number were not provided.literature attachment: left atrial appendage occlusion: real world observational data on in-hospital results, clinical outcome and hemoglobin level

Event description:
The article, "left atrial appendage occlusion: real world observational data on in-hospital results, clinical outcome and hemoglobin level", was reviewed. The article presented a retrospective, single center study to assess whether left atrial appendage occlusion (laao) leads to a rise in hemoglobin level in a larger group of patients, as well as if the possible benefit to hemoglobin level depends on implantation indication (post-bleeding vs. High bleeding risk). Devices included in the study were amplatzer cardiac plug, amplatzer amulet, and watchman flx. The article concluded that laao was associated with a significant increase in hemoglobin concentration in patients with a history of clinically relevant bleeding episodes. [The primary and corresponding author was holger sigusch, heinrich-braun-klinikum-zwickau, department of internal medicine, division of cardiology, karl-keil-strasse 35, 08060 zwickau, germany, with corresponding email: holger.sigusch@gmail.com]. The time frame of the study was from 2012 to 2022. A total of 599 patients were included in the study, of which 550 (91.8%) received an abbott device. The average age was 76.4 years and the majority gender was male. Comorbidities included history of bleeding under anticoagulation or a high bleeding risk.